Manufacturer narrative:
Section a2 - age: mean age women 70 (50-84 years), mean age men 70.5 (48-82) section a3a - sex: 17 females and 24 males sections a3b, a4 and a5: information unknown/not provided. Section b3: date of event: exact dates not provided. Article acceptance date is september 9, 2025. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial numbers were not provided. Section d4: UDI number: unknown, as the serial numbers were not provided. Section d6a - implant date: unknown/ not provided section d6b - explant date: not applicable, as lenses remain implanted. Section h3 - the devices were not returned for evaluation as they remain implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial numbers were not provided. Citation: catharina latz 1*, annika licht1, katharina a. Ponto1,2, johannes menzel-severing1,3, david p. Piñero4, alireza mirshahi1 1 dardenne eye hospital, bonn, germany, 2 department of ophthalmology, university medical centre mainz, mainz, germany, 3 department of ophthalmology, university of düsseldorf, düsseldorf, germany, 4 department of optics, pharmacology and anatomy, university of alicante, alicante, spain; plos one, october 7, 2025: pp. 1-11 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: literature title functional vision in daily life: clinical and patient-reported outcomes 18 months after enhanced partial range of field iol implantation. An ambispective, non-comparative, single-center study was done to investigate visual and patient-reported outcomes (proms) in patients implanted with the enhanced partial range of field (prof) intraocular lenses (iols) icb00 (johnson & johnson vision) 18 months post-surgery and a particular focus was put on spectacle independence while performing activities of daily life. A total of 41 patients (n=41 patients) underwent sequential, bilateral, uncomplicated cataract surgery with implantation of the icb00 iol and had a follow up period of 18 months or longer. At distance, events were: perception of halos or glare (n=4/41, 9.8%) blurry vision (n=1/41, 2.4%) at intermediate distance: halos and blurry vision (n=1/41, 2.4%) glare (n=2/41, 4.9%) mean visual quality scores were 1.68 ± 0.72 for distance and 2.05 ± 0.92 for intermediate vision, where 1 equaled very good and 6 equaled very poor. Required glasses for near vision activities (97.6%) spectacle dependence for distance vision (12.2%) spectacle dependence for intermediate vision (46.3%) dissatisfaction rates with intermediate vision (12.2%), with near vision (48.8%) and with overall vision (10.0%). There are no indications in the article of any interventions provided. A copy of the article is attached to this report.